Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergency) procedure. The procedure was completed by moving the patient to another system. It was reported to philips that the flexvision computer unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and there was no power going to the flex pc and tried using an alternate source, but the pc still will not turn on. To resolve the issue, the fse replaced the flexvision pc. The defective parts were returned for analysis, for flexvision pc, no malfunction was found. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.